Event description:
It was reported that the atrial lead suddenly exhibited impedance greater than 3,000 ohms. The patient underwent revision surgery during which the lead was pulled out and re-inserted into the header of the pacemaker; however, the high impedance remained. The physician thought the lead coil had split. The lead was replaced and returned for analysis. No additional adverse patient effects were reported. Analysis of the lead revealed extensive corrosion that most likely indicated that the lead had received a continuous current extending from the implanted pacemaker. It was recommended to also replace the pacemaker and the new atrial lead. Engineering review of the pacemaker data demonstrated large fluctuations in impedance (high to low) as well as noise. Additional information received indicated that this pacemaker was explanted and is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component.

Event description:
It was reported that the atrial lead (7841/1173704) suddenly exhibited impedance greater than 3,000 ohms. The patient underwent revision surgery during which the lead was pulled out and re-inserted into the header of the pacemaker; however, the high impedance remained. The physician thought the lead coil had split. The lead was replaced and returned for analysis. No additional adverse patient effects were reported. Analysis of the original lead revealed extensive corrosion that most likely indicated that the lead had received a continuous current extending from the implanted pacemaker. It was recommended to also replace the pacemaker and the new atrial lead. Engineering review of the pacemaker data demonstrated large fluctuations in impedance (high to low) as well as noise. Additional information received indicated that this pacemaker was explanted. No additional adverse patient effects were reported. The device was received for analysis.